Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level of over 400 mg/dl. Blood glucose level at the time of the call was 64 mg/dl. The customer's hyperglycemia stopped after the customer switched to a new bottle of insulin. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.